Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 08/01/2024, was chosen based on year the article was published. Block g2: literature source uemura, m., takizawa, k., takeda, k., ishizutani, y., & yamamoto, n. (2024). Two cases of bladder tamponade during tissue resorption after transurethral prostatic steaming (wave). Proceedings of the 38th annual meeting of the japanese society of endourology and robotics.

Event description:
It was reported to boston scientific via an article published in the proceedings of the 38th congress of the japanese society of endourology and robotics. The objective of the study was to highlight rare complications occurring during the tissue absorption phase following transurethral prostatic steaming (wave) therapy for benign prostatic hyperplasia (bph). The report included two patients treated at (B)(6) hospital and (B)(6). The study followed the patients for 12 months post treatment. This event captures the second case, a patient with a prostate volume of 112 ml and middle lobe enlargement. He had urinary retention managed with an indwelling urethral catheter and was undergoing androgen deprivation therapy for prostate cancer (ct2cn0m0). He also had dementia and atrial fibrillation and was on direct oral anticoagulant. (Doac) therapy. He received 15 steam injections during wave therapy. On postoperative day 44, he developed bladder tamponade and was urgently hospitalized. Treatment included temporary cessation of doac and conservative management with blood transfusion. He was discharged nine days after that and resumed doac on day 50. At the 12-month follow-up, the patient was able to urinate naturally with minimal residual urine.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 08/01/2024, was chosen based on year the article was published. Block g2: literature source. Uemura, m., takizawa, k., takeda, k., ishizutani, y., & yamamoto, n. (2024). Two cases of bladder tamponade during tissue resorption after transurethral prostatic steaming (wave). Proceedings of the 38th annual meeting of the japanese society of endourology and robotics.

Event description:
It was reported to boston scientific via an article published in the proceedings of the 38th congress of the japanese society of endourology and robotics. The objective of the study was to highlight rare complications occurring during the tissue absorption phase following transurethral prostatic steaming (wave) therapy for benign prostatic hyperplasia (bph). The report included two patients treated at (B)(6) hospital and (B)(6) university. The study followed the patients for 12 months post treatment. This event captures the second case, a patient with a prostate volume of 112 ml and middle lobe enlargement. He had urinary retention managed with an indwelling urethral catheter and was undergoing androgen deprivation therapy for prostate cancer (ct2cn0m0). He also had dementia and atrial fibrillation and was on direct oral anticoagulant. (Doac) therapy. He received 15 steam injections during wave therapy. On postoperative day 44, he developed bladder tamponade and was urgently hospitalized. Treatment included temporary cessation of doac and conservative management with blood transfusion. He was discharged nine days after that and resumed doac on day 50. At the 12-month follow-up, the patient was able to urinate naturally with minimal residual urine.